Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the pockets in the drawer were not detected on the bus, and the drawer could not be recovered. The field service engineer (fse) identified that drawer 7 had two rows that were off the bus. Upon inspection, no visible issues were found with the drawer. The fse re-seated the drawer cable, after which the device began functioning properly. The drawer was tested using diagnostics and verified by the customer. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer pockets not on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.